Event description:
While using their h-300 at 1.5 liters per minute, the pt was walking hurriedly outside and dropped their cannula in the snow. Pt accidentally stepped on the cannula. Although snow may have been in the cannula, the pt immediately put it back on their face. The h-300 still provided flows when pt put it back on. The pat fell into cyanosis approximately 30 minutes after pt dropped the cannula. Pt was then sent to the hosp in an ambulance. That same day the dealer provided liquid oxygen to the pt and pt was discharged from the hosp with no need for assistance from their family. The doctor said the cyanosis was a result of a lack of oxygen. This unit has been tested monthly by the dealer and no malfunctions have been previously detected. User facility also conducted an evaluation and found no defects. The pt is currently in good condition.